Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The serial number of the ins was updated. The lot number of the lead was unknown. Implant and explant dates were updated. The patient information was updated. The event date was unknown. The rep was first notified the day the per was completed. It was noted the patient experienced a loss of beneficial therapy. They were still getting therapy, but not as effective. The replacement of the left lead resolved the low impedances.

Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, lot# unknown, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: asku. Country of origin is (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). The patient¿s lead was fractured due to a fall in which they hit their head where the lead was. The patient has a rechargeable device with two extensions down the right side of their neck. The left lead has a low impedance of 40-300 ohms. The plan was to remove the left lead and replace it and connect into the left extension. No medical symptoms were reported. No further complications were reported.